Manufacturer narrative:
Medical device expiration date: unknown. Address was not able to be obtained, therefore md was used as a place holder . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported by the customer that the bd veritor ¿ at-home covid-19 test gave inaccurate results. There was one occurrence in this event with no patient impact reported. The following information was provided by the customer: " -product (reference) # / lot # (on outside of box by the qr code): 256094/lot # unknown. What type of phone and os does the customer have? Unknown. Date of event or issue: (B)(6) 2022. Problem description: gave inaccurate results"

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding your complaint that alleges customer took a test from the bd veritor at home covid-19 test (material # 256094), batch number unknown; ¿ got inaccurate results¿. Bd quality performs a systematic approach to investigate discrepant result complaints. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The product instruction for use (IFU) warnings & precautions state, ¿do not attempt to determine test results visually. Only use the scanwell health app, on a smartphone, to determine test results.¿ the root cause was traced to user - failure to follow instructions. A trend analysis for discrepant result was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported by the customer that the bd veritor ¿ at-home covid-19 test gave inaccurate results. There was one occurrence in this event with no patient impact reported. The following information was provided by the customer: " -product (reference) # / lot # (on outside of box by the qr code): (B)(4) /lot # unknown. -what type of phone and os does the customer have? Unknown. -date of event or issue: (B)(6) 2022. -problem description: gave inaccurate results."